Manufacturer narrative:
The following devices were also listed in this report: unknown head; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep was notified by competitor that patient's left hip was revised. The reason for revision was not reported to the rep. A head and liner were revised to a new head and a competitor insert placed inside of a new mdm metal liner. Rep will try to find the reason for revision, otherwise does not have access to any additional information.